Event description:
The customer reported that she was hospitalized with a blood glucose of 566 mg/dl. The customer was given an insulin injection, but continued to experience high blood glucose levels. The customer stated that she was not wearing the insulin pump at the time of the hospitalization because it hadn't been working. The customer had been getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer of a possible site issue. Advised the customer to try using different areas of the body to avoid inserting into scar tissue. The customer and her husband both felt that the insulin pump was not working properly, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.